Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition issue. This complaint is against the battery cap alone. The reporter stated that there was an unspecified issue with the battery cap and that the battery cap had never been changed. The user guide recommends changing the battery cap every six months. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow up #1, date of submission 05/16/2014: the initial report identified serial # (B)(4) as the object of complaint which is incorrect information. The initial complaint is against the battery cap alone and there is no serial number for this device.